Event description:
As reported, the basket wire of a ngage nitinol stone extractor was found to be broken prior to use. The procedure was completed by using another new device of the same type. No adverse effects were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer phone = (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, the basket wire of a ngage nitinol stone extractor was found to be broken prior to use. The procedure was completed by using another new device of the same type. No adverse effects were reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test were also conducted. The returned device was found to have to a severely damaged basket with multiple jagged broken wires. The sheath holding the basket was deformed. The handle was able to actuate the basket formation. A review of complaint history records shows no other related complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. Cook reviewed the product labeling. The product IFU provided the following information: suggested handling instructions for extractors and forceps important: excessive force could damage device. Because there were no related non-conformances, adequate inspection activities had been established, and no other known lot related complaints had been received from the field, it is concluded that there is no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that the extent of the damage indicates the device likely was exposed to excessive force. The IFU supplied with the device states that excessive force could damage the device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.